Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that both lights went into safe-state mode during the surgery. The user postponed the surgery. No health consequences for the patient were reported.

Event description:
It was reported that both lights went into safe-state mode during the surgery. The user postponed the surgery. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation was based on the information as made available. The reported failure pattern was already known from the investigation of or lights from previous complaints. The supplier of the led modules was involved in the investigation of this failure pattern and its root cause; remedy measures have been implemented at the production site. The reported failure pattern indicates that the spring contact plugs in the led module on the affected or lights do not conform to their specification. As a result, the electronical contact between the plug and the control circuit board might be impaired. When the system heats up during operation, a loss of contact may occur. After cooling down, the system is functional again as the failure is reversible. If this failure occurs during operation, the or light switches to 'fail state'-mode. It then lights up with a medium brightness at a medium diameter and medium color temperature. However, the brightness, diameter and color temperature can no longer be adjusted. Even in this fail state, however, the or light still meets the requirements for an or light according to iec 60601-2-41:2021. In this case, both or lights behaved as specified for the fault condition. The safety measure 'fail state'-mode for maintaining the lighting function (essential performance) was effective. The user nevertheless decided to postpone the upcoming operation; the patient was still in the induction phase. Both affected or lights were subjected to repair measures and were functional afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.